Manufacturer narrative:
Device serial number not confirmed.

Event description:
The customer reported the device delivering low volume / pressure, which may be detrimental to the patient. No patient harm reported. Patient information requested.